Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter . This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Guide wire was unable to be smoothly placed, the guide uncoiled when withdrawn, and cannot be used. No other information is available.